Event description:
It was reported that prior to starting the da vinci procedure, the focus + button on the camera head was not working from the surgeon side console (ssc) or from the vision side cart (vsc). There was no noise or movement when pressing + symbol; however, the focus + led was blinking. The nurse contacted the intuitive surgical inc. (Isi) technical support engineer (tse) and was advised to reseat both ends of the camera cable; however, issue persisted. The nurse used a spare camera cable and issue still persisted. Due to the alleged issue with the system, the surgeon decided to convert the da vinci ureteroureterostomy procedure to open procedure after anesthesia was administered to the patient.

Manufacturer narrative:
As of the date of this report isi has not received the camera head for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. An isi field service engineer (fse) visited the site and replaced the camera head. The focus controller worked after the camera head was replaced. Fse performed a system verification and electrical test and the system passed testing. The system tested to original equipment manufacturer specifications. Isi spoke to the reporter and obtained the following information: the nurse mentioned that the da vinci system was tested prior to use. When she checked the camera, she noticed that the vision was blurry and thought she could adjust the vision later. The nurse confirmed that the da vinci procedure was not started and port incisions were not placed in the patient when the alleged issue occurred. The patient did not experience any complication while under anesthesia. Per nurse, the patient tolerated the open surgical procedure well and the patient is currently recovering in the hospital after the open procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and no system errors was found to have occurred during the reported surgical procedure. The complaint is being reported due to the following conclusion: due to the alleged issue with the camera head not focusing, the surgeon decided to convert the da vinci surgical procedure to open procedure post anesthesia.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the camera head involved with this complaint and completed investigation. Failure analysis investigations confirmed the customer's complaint. The mechanical shock resulted in damaged mechanical and/or optical components. The camera was out of alignment and needs an adjustment.